Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The decision was made to reposition this ra lead, however, during the procedure, it was observed the helix was not extended. The physician elected to implant a new ra lead. There were no adverse patient effects reported. Subsequently, printouts were sent to technical services (ts) for review. Ts confirmed there was noise on the ra channel. The morphology of the noise was high amplitude, and mechanical in nature. This lead was already explanted, so ts does not have anymore suggestions.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There was dried blood/body fluid through out the lumen. This ra lead failed the continuity test with manipulation. Analysis confirmed the cathode coils were fractured 15 mm from the terminal pin. This ra lead was sent to (B)(4) for further analysis. Once analysis has been completed, this report will be updated.

Manufacturer narrative:
The lead was sent for detailed analysis of the fracture site. The fracture was found in the area where the coil was welded to the terminal pin component. Both sides of the fracture site showed evidence of ductile overload, indicating the force applied to the conductor coils was greater than the strength of the material. Laboratory analysis was not able to confirm the reported lead dislodgement, but the helix difficulty was most likely caused by the fractured conductor coils near the terminal pin.